Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and myocardial infarction (mi), as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately twenty two months post stenting procedure in the left main coronary artery with one 3.0 x 18 xience v stent, the patient was hospitalized with angina. The patient experienced elevated cardiac enzymes and was diagnosed with a non q-wave myocardial infarction which was medically treated. The patient's condition resolved on (B)(6) 2010 and the patient was discharged. There was no additional information provided.